Event description:
It was reported that the valve was not draining properly.

Manufacturer narrative:
The returned valve was patent and passed leakage testing. It did not pass siphon or reflux texting, and was not within specifications for pressure-flow or preimplantation tests. Debris within the valve may prevent complete closure of the membrane resulting in low pressure-flow results, siphoning and reflux. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture.